Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of dizziness ("dizziness") in a female patient who had essure inserted (lot no. 628313) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced dizziness (seriousness criterion medically important), migraine ("migraines and headache"), premature menopause ("early menopause"), fatigue ("fatigue"), depression ("depressive state"), sleep disorder ("sleep disorders"), ear pruritus ("mild itching of ear canal"), memory impairment (" memory problems"), aphasia ("aphasia"), heat stroke ("heatstroke"), vitreous detachment (" vitreous detachment,") and vision blurred ("difficulty focusing"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to migraine, premature menopause, fatigue, depression, sleep disorder, ear pruritus, dizziness, memory impairment, aphasia, heat stroke, vitreous detachment or vision blurred. The reporter commented: I did not pay attention to my state of health, my various ailments, for all these years until I came across an association against these essure devices. Hence my late reporting. My general practitioner is completely unfamiliar with this device and no test has been ordered (blood test, urinalysis, metal allergy test). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-jan-2024. The most recent information was received on 17-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of headache ("headaches") in a female patient who had essure inserted (lot no. 628313) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. An unknown time later she experienced headache (seriousness criterion medically important), dizziness ("dizziness"), migraine ("migraines"), premature menopause ("early menopause"), fatigue ("fatigue"), depression ("depressive state"), sleep disorder ("sleep disorders"), ear pruritus ("mild itching of ear canal"), memory impairment (" memory problems"), aphasia ("aphasia"), heat stroke ("heatstroke"), vitreous detachment (" vitreous detachment,") and vision blurred ("difficulty focusing"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to migraine, premature menopause, fatigue, depression, sleep disorder, ear pruritus, dizziness, memory impairment, aphasia, heat stroke, vitreous detachment, vision blurred or headache. The reporter commented: she did not pay attention to her state of health, her various ailments, for all these years until she came across an association against these essure devices. Hence her late reporting. Her general practitioner is completely unfamiliar with this device and no test has been ordered (blood test, urinalysis, metal allergy test). Lot number: 628313. Manufacture date: 2008-10. Expiration date: 2011-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.